Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having discomfort from the clik anchors. The patient underwent a revision procedure wherein the clik anchor was re-adjusted. The patient was reportedly doing well postoperatively.